Manufacturer narrative:
Field service engineer (fse) reports the infimed i5 error logs show no error at the time of the last occurrence. Fse verified proper operation according to hydravision dr system service checklist and returned the unit to service. No problem was found.

Event description:
On (B)(6): product monitoring contacted customer who confirmed via phone live fluoro stopped working in the middle of a case. Customer stated they did not have information regarding the date the incident occurred, type of procedure being performed or the patient age/gender. They did confirm they were unaware of any injuries.